Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the bottom case were cracked, the top case on the left corner was cracked. A review of the event history log identified check clutch plunger lever. During the functional testing the reported issue was able to be duplicated. A combination of lead screw and both clutch halves were found popping and slipping. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced lead screw and both clutch halves. Performed preventative maintenance and all functional tests which passed. Updated h6 evaluation code result.

Event description:
Additional information received via email: the device failed occlusion testing. This occurred during preventative maintenance testing.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion pump failed accuracy. No adverse effects were reported.